Manufacturer narrative:
Other text: h2: additional information: see a1, b5 and h6(patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "loss of power occurred while running" alarm. While running the pump, it lost power. The pwa board was faulty and will be replaced to resolve the issue.

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Event description:
It was reported that a smiths medical pump had a power loss alarm with fresh batteries. No adverse patient effects were reported.